Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2019-61669. The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the device IFU and operators manual was completed and there is no evidence the device was used contrary to product labeling. The IFU lists incontinence, urinary as a potential adverse event. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 520000 joules. Four day post procedure, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility 3 days post voiding trail evaluation. Follow up visit 3 months and 26 days post the index procedure, the patient returned for evaluation and reported to be experiencing worsening stress of urinary incontinence during active walking during the day for which the patient sought medical attention. The patient symptom continues and assessed as possibly related to the device and procedure.

Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2019-61669.

Event description:
The patient underwent laser photovaporization of the prostate. During procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure, was 520000 joules. Four day post procedure, the patient's voiding trial was noted to be successful. The patient was discharged from the medical facility 3 days post voiding trail evaluation. Follow up visit 3 months and 26 days post the index procedure, the patient returned for evaluation and reported to be experiencing worsening stress of urinary incontinence during active walking during the day for which the patient sought medical attention. The patient symptom continues and assessed as possibly related to the device and procedure.